Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following a cataract extraction/intraocular lens (iol) implant procedure, she has poor vision. Additional information provided by the consumer that she has been diagnosed with dry eye and scar tissue in the surgical eye. She was prescribed lifitegrast ophthalmic solution 5%. She reports that she can't focus and her vision is blurry. Additional medical history and test data was provided by the surgeon.